Event description:
It was reported that the subject device did not display image. The issue was found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed by technical assistance center (tac). Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.